Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
There was no ge service performed. A ge representative contacted the customer by phone and was informed the customer had resolved the issue. No further repair information is available.